Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced pancreatitis post procedure. An angiojet® solent¿ proxi was selected for use in a thrombectomy procedure in the superficial femoral and popliteal artery. The patient was hydrated and contrast was used. The device was used for 360 seconds to complete the procedure with more than satisfying results. No complications were reported during the procedure. The day after the procedure, the patient developed symptoms of pancreatitis. Post pancreatitis diagnosis, the patient described a pain in the abdomen was experienced during the procedure. The patient was released from the hospital on (B)(6) 2017 with no complications of the pancreatitis and the patient is feeling well.